Manufacturer narrative:
Additional information: none of the plastic remained in the patient. This issue was noted during cleaning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used 3 hawkone devices with a 6fr non-medtronic sheath and non-medtronic guidewire during treatment of a 150mm calcified/plaque lesion in the patient¿s proximal right superficial femoral artery (sfa) of diameter 6mm. Slight tortuosity and moderate calcification are reported. Lesion exhibited 90% stenosis. IFU was followed. It is reported that moderate resistance was felt during advancement. The first device was used 3 times (multiple passes and cleaned). Tip damage is then reported. When the device was removed the last time for cleaning a piece of plastic from nose cone was observed to have broken or sheared off. No fragments needed to be removed from the patient. The device was replaced to successfully complete the procedure. No patient injury reported.

Manufacturer narrative:
Photo analysis: the customer provided a photo of the hawkone with the distal flush tool placed over the housing. A torquing device was observed on the blue cloth next to the hawkone housing. On the right side of the distal assembly a needle nose tweezers was noted and appeared to be holding a piece of clear plastic type material. The characteristics of the material is suspected to be pet from within the housing of the hawkone. Product analysis: the hawkone device was returned to medtronic for evaluation. Blue material was observed within the housing. The cutter assembly was identified within the cutter window. A 0.014" guidewire was inserted and pushed the blue material towards the cutter window. The material was fibrous, consistent with a cloth material. The distal flush tool (dft) was inspected and observed blue fibrous material within the dft wrapped around the torque shaft. It should be noted; the suspected small piece of pet was not included with the returned contents. If information is provided in the future, a supplemental report will be issued.